Event description:
On august 7, 2006 the lay patient contacted lifescan alleging that her one touch ultra meter was displaying the error 4 message. The medical affairs specialists (mas) spoke with the patient's daughter on august 10, 2006 to obtain/verify the following information. The patient usually takes one tablet of glipizide each am and 45 units of lantus insulin each night. The daughter said the reported meter began displaying the error 4 message on august 1 or 2, 2006. The patient did not take lantus insulin august 3 through august 6, 2006, because she was unable to obtain a blood glucose reading on the meter. On august 6, the patient began feeling "nausea and hot flashes". She went to the doctor on august 7, 2006. A result of 523 mg/dl was obtained on the doctor's meter. The doctor attempted to test with the reported meter and the error 4 message appeared. The doctor treated the patient with 47 units of insulin; the daughter did not know the type of insulin administered. The doctor advised the patient to contact lfs regarding her meter. The patient was released to home from the doctor's office. The customer care advocate (cca) was unable to walk the pt through testing with the meter because the pt did not have test strips. The meter, test strips and control solution were replaced. The complaint is reported because the patient was unable to obtain a reading on the lfs meter. She held her usual daily dose of insulin and experienced symptoms that suggested hyperglycemia. A hyperglycemic result was obtained on a physician's device and the patient was treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On (B)(6), 2006 the lay patient contacted lifescan alleging that her one touch ultra meter was displaying the error 4 message. The medical affairs specialists (mas) spoke with the patient's daughter on (B)(6), 2006 to obtain/verify the following information. The patient usually takes one tablet of glipizide each am and 45 units of lantus insulin each night. The daughter said the reported meter began displaying the error 4 message on (B)(6), 2006. The patient did not take lantus insulin (B)(6) through (B)(6), 2006, because she was unable to obtain a blood glucose reading on the meter. On (B)(6), the patient began feeling "nausea and hot flashes". She went to the doctor on (B)(6), 2006. A result of 523 mg/dl was obtained on the doctor's meter. The doctor attempted to test with the reported meter and the error 4 message appeared. The doctor treated the patient with 47 units of insulin; the daughter did not know the type of insulin administered. The doctor advised the patient to contact lfs regarding her meter. The patient was released to home from the doctor's office. The customer care advocate (cca) was unable to walk the pt through testing with the meter because the pt did not have test strips. The meter, test strips and control solution were replaced. The complaint is reported because the patient was unable to obtain a reading on the lfs meter. She held her usual daily dose of insulin and experienced symptoms that suggested hyperglycemia. A hyperglycemic result was obtained on a physician's device and the patient was treated with insulin.